Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial/batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 33924236.

Event description:
It was reported that the patient developed an infection around the implantable pulse generator (ipg) site and the incision had a black scab. The physician confirmed that the infection was not device or procedure related, however, the cause was unknown. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. The patient was administered with intravenous antibiotics and was doing well postoperatively.